Event description:
It was reported that the circular component of a one-link IV connector was observed to be pushed down when fluid was administered and was in a "stuck" position down. The charge nurse reported they were attempting to setup a new infusion when the original infusion was disconnected. The one-link "button," which usually pops up, remained stuck in a "down" position and when in the down position this left the pathway open. Once the stuck position was noticed, it was decided they could not use the same infusion and a new line was run to the patient. The problem was noted during patient use; therefore, there was patient involvement; however, no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. The lot number was not provided. Therefore, a batch review could not be conducted. Should the device and/or any additional relevant information become available, a supplemental report will be submitted.